Event description:
It was reported that the device could not be interrogated. Two programmers were used and failed to interrogate the device. A firmware download was completed successfully and the device was able to be interrogated.